Event description:
It was reported that the patient had an MRI with contrast the day before the report and the presence of a granuloma was confirmed. The healthcare provider (hcp) reported that the patient did not have any neurological systems consistent with a granuloma at this time. The patient was currently taking oral medication to control pain. It was also stated that the pump had been empty for 2 months due to patient non-compliance (empty reservoir alarm). At the last refill, the expected reservoir volume (erv) was 3ml and the actual reservoir volume (arv) was 11ml. It was unknown what the patient currently had in the pump, but the pump was historically used to deliver high concentrations of dilaudid, clonidine, and possibly bupivacaine. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 8578, serial# (B)(4), implanted: 2012 (B)(6); product type accessory product ID 8709, lot# l61548, implanted: 2000 (B)(6); product type catheter. (B)(4).